Event description:
Arterial line transducer had to be changed because it was not allowing the fluid to flow through continuously, therefore breaking into a central line more often than usual, risking a central line infection.